Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 56mm abdominal aortic aneurysm. Non-medtronic stents were implanted as part of a chimney technique to preserve perfusion to the renal arteries. It was reported during the index procedure, the bifurcate was inserted and deployed without complications. The kissing balloon technique was used to assist in the expansion of the graft. While trying to remove the non-medtronic balloon there was resistance felt. It was also difficult to remove the delivery system of the device. Attempts were made to remove the device by pushing and pulling it reportedly. The physician was considering that a laparotomy may need to be performed to remove it, from the left limb, a guidewire was delivered to the guiding sheath which was inserted from the right side, it was caught with a snare and pull-through wire on the left limb was made, a non-medtronic sheath was advanced from the right limb. A laparoscopy clamp was inserted via this sheath, and the part that was caught was lowered with the pull-through wire, and it was detached with scissors in that gap, and then, the device was retrieved finally. The 7fr guiding sheath which was inserted from the right limb was stuck in the supra-renal stents of the endurant main body. The detached guiding sheath and the non-medtronic balloon (probably stuck inside the guiding sheath) were left in situ without any actions and the operation was completed. As per the physician the cause of the event was user error. It was reported that it was unexpected not be able to remove the non-medtronic balloon , therefore it was removed by force. It was said that in the future the balloon size would be chosen differently or the guiding sheath position would be changed. No additional clinical sequelae were provided and the patient is fine.